Event description:
It was reported that the patient with this pacemaker system experienced a syncopal episode and exhibited oversensing on this right ventricular (rv) lead. The suspected cause for the oversensing is that the rv lead was in unipolar configuration. In the electrogram (egm) presented, the device is operating as intended and lead tests are within normal range. Technical services (ts) provided recommendations for sensitivity settings and configurations for the rv lead. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).